Event description:
It was reported by co's affiliate that during a diagnostic procedure while flushing the catheter a plastic tube escaped from it. Product was not in use in-patient and there was no pt injury reported. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.